Event description:
Pt died in a house fire - he was on fire. Oxygen cylinders exploded during the fire. It was reported by witness that pt caught himself on fire while oxygen was in use via face mask at the time of the incident. It has not yet been determined whether or not the pt was smoking or attempting to smoke at the time of the incident. Dose or amount: 10 l, frequency: prn, route: nasal. Dates of use: (B)(6) 2018 - (B)(6) 2018. Diagnosis or reason for use: end stage copd. Is the product compounded? No; is the product over-the-counter? No.